Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data and stability was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint a tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history record) for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unknown reading issue with their adc device. The customer experienced disorientation and hypoglycemia. The customer was unable to self-treat and had a contact with a healthcare professional (hcp) and was treated with glucose tablets, biscuits, sweets and jam for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An unknown reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unknown reading issue with their adc device. The customer experienced disorientation and hypoglycemia. The customer was unable to self-treat and had a contact with a healthcare professional (hcp) and was treated with glucose tablets, biscuits, sweets and jam for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(4). Has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing has been performed and all results were within range specification. Therefore, issue is not confirmed. Clinical data and stability was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint a tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history record) for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. A valid serial number has not been provided for control solution. Therefore, it is not possible to check DHR for control solution. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h 11 (additional mfg narrative) was incorrectly submitted in the initial report. Also g3 (date received by mfg) was incorrectly updated on follow up #1 report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader mgmc300-t1979 has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing has been performed and all results were within range specification. Therefore, issue is not confirmed. Clinical data and stability was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint a tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history record) for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. A valid serial number has not been provided for strip and control solution . Therefore, it is not possible to check DHR for control solution. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous follow-up #2 report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unknown reading issue with their adc device. The customer experienced disorientation and hypoglycemia. The customer was unable to self-treat and had a contact with a healthcare professional (hcp) and was treated with glucose tablets, biscuits, sweets and jam for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An unknown reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unknown reading issue with their adc device. The customer experienced disorientation and hypoglycemia. The customer was unable to self-treat and had a contact with a healthcare professional (hcp) and was treated with glucose tablets, biscuits, sweets and jam for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing has been performed and all results were within range specification. Therefore, issue is not confirmed. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.